Event description:
Customer reported via phone call waking up with low blood glucose of 40 mg/dl and experiencing two other low events during the day and going down to 33 mg/dl; treated with food. Customer also reported that the insulin pump has a small crack on the front and a chip in the battery compartment. Customer stated that the damage occurred while being in the hospital. Customer was in the hospital for a week but it was not related to the insulin pump. The drive support cap appears normal. Most recent set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. Customer's vision was bad and could not compare the amount of insulin in the reservoir with the status screen. The insulin pump was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.